Event description:
It was reported that a patient underwent a laparoscopic cholecystectomy procedure on an date and a fibrin sealant preparation device was used. The user was unable to detach the dual applicator in order to attach the laparoscopic applicator. A like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the user a new user to vistaseal? If not, how many times have they used vistaseal prior to this event? How many times have they applied the laparoscopic tip? Was a sales representative present during the case when the issue was experienced? What is the lot number? Was any leakage or product solution observed at the luer locks connection? Were there any unexpected outcomes or complications as a result of the event? Are there pictures of the damaged device available? This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.